Event description:
A malfunction alarm on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and no further issues were reported after the reset. The customer was advised to continue using the pump and informed to contact technical support if the issue arises again, which the customer acknowledged and understood.